Manufacturer narrative:
Reference manufacturer report number 2015691-2016-00322.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, per report, it appears that significant valve undersizing may have contributed to the event. As reported, the annular area measured on CT was 415-420 mm2, which is more consistent with a 26mm sapien xt valve placement. In addition, the placement of the second 23mm sapien 3 valve contributed to the pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. System updates pending: method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure. Human factors.

Event description:
Approximately 8 months post implantation of a 23mm sapien xt valve, the patient received a second 23mm sapien 3 valve resulting in mild paravalvular leak (pvl). A pvl plug was placed to minimize the pvl for this patient. The patient was doing fine. As reported, after the initial valve was implanted mild pvl was noted. At the time, the physician was satisfied with the results of the valve and no treatment was required. Per report, calcium was noted and the initial valve was undersized as measured by CT with an area of 415-420mm2.